Manufacturer narrative:
The zoll catheter was received on 9/28/2018. However, a physical investigation is pending. A supplemental report will be filed when the investigation has been completed.

Event description:
During ivtm therapy on a (B)(6) years old male, the facility nurse noticed saline bag empty and when the nurse placed a new saline bag, blood in the quattro EU catheter (lot# 83647) was observed. Dwell time was 72 hours. The quattro catheter was inserted smoothly into the patient's right femoral. No alarm noticed on thermogard console. The user facility did not performed other temperature management procedures to continue with therapy. No patient consequence was reported.

Manufacturer narrative:
The reported complaint of a leaking quattro catheter was confirmed during functional testing. A pinhole leak was observed at the middle of distal balloon. Visual inspection of the returned catheter was performed. A kinked on the shaft was observed 11 inches away from the tip of catheter. Blood had accumulated on the balloons. No other physical damage was observed. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance (except the proximal and medial port was clogged with blood). During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at the middle of distal balloon. Thus, confirming the reported complaint. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. The investigation findings revealed that the probable cause for the reported issue was due to a latent material defect. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for quattro catheter with lot number 78281. Correction: serial number and device manufacturing date.